Manufacturer narrative:
It was reported that the patient was placed on the cardiohelp during cardiopulmonary resuscitation, which had been going for an hour. The impella pump was already in place. The support of the patient was initiated with high pressure reading (internal and arterial pressure). The customer believes that the impella pump was left at a setting which is close to maximum support after initiation of flow with cardiohelp. The patient coded again during support and was cardioverted. The cardiohelp went into backflow prevention and zero mode flow. Furthermore the customer could not get out of these modes. Therefore the emergency drive was used and the cardiohelp was still turned on and produced flow. The customer activated the global override mode. Later during treatment the pressures were high and the flow was low. The physician tried to place a distal perfusion cannula, and during this process the arterial cannula came out and the patient exsanguinated and was not revived. The cannulas are from another manufacturer (dedtronics). The manufacturer of the cannulas was informed about the event. The customer believes that the cardiohelp was working properly, and states they do not remember ever pressing the 0l/min button on the cardiohelp to de-activate the zero flow mode. The arterial cannula appeared to be inserted properly as observed under fluoroscopy, but a later image revealed that the tip of the cannula was turned and was pointed downward in the aorta. The customer could not say at which point during the procedure this failure occurred. The customer checked the cardiohelp device and could not reproduce the failure/event. A getinge field service technician (fst) was sent for investigation and repair on 2023-08-31 and 2023-09-08/20/21. No failure of the device was found. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. The log files of the reported cardiohelp device were reviewed and it could be confirmed on the date of event that the customer turned the zero flow mode off (on 2023-03-15 time: 13:29:37). The cardiohelp device was switched on/off multiple times as well as the global override mode.

Event description:
Complaint ID# (B)(4).

Manufacturer narrative:
A getinge service technician will investigate the affected cardiohelp. A follow-up medwatch will be submitted when additional information becomes available.

Event description:
It was reported that the patient was placed on the cardiohelp during cardiopulmonary resuscitation, which had been going for an hour. The impella pump was already in place. The support of the patient was initiated with high pressure reading (internal and arterial pressure). The customer believes that the impella pump was left at a setting which is close to maximum support after initiation of flow with cardiohelp. The patient coded again during support and was cardioverted. The cardiohelp went into backflow prevention and zero mode flow. Furthermore the customer could not get out of these modes. Therefore the emergency drive was used and the cardiohelp was still turned on and produced flow. The customer activated the global override mode. Later during treatment the pressures were high and the flow was low. The physician tried to place a distal perfusion cannula, and during this process the arterial cannula came out and the patient exsanguinated and was not revived. The patient expired. The customer believes that the cardiohelp was working properly, and states they do not remember ever pressing the 0l/min button on the cardiohelp to de-activate the zero flow mode. The arterial cannula appeared to be inserted properly as observed under fluoroscopy, but a later image revealed that the tip of the cannula was turned and was pointed downward in the aorta. The customer could not say at which point during the procedure this failure occurred. Complaint ID: (B)(4).

Manufacturer narrative:
A medical review was performed by getinge medical affairs on 2023-06-15 with following conclusion: "the complaint narrative stated that the arterial cannula (viz. Cannula tip), while appearingto be in proper position and form during and after insertion via imaging, was turned andwas pointed downward in the aorta sometime after insertion. It is assumed that the tenorof this explanation was that the tip of the cannula was kinked/bent and oriented toward the feet (i.e. Distally or inferiorly) opposed to the direction of the heart.the explanation of the events appears to align with the local assessment of two alarms occurring simultaneously. If, as mentioned in the previous paragraph, the arterial cannula were kinked so that the tip changed orientation by approximately 180 (assumed), thearterial line pressure would have risen exponentially in response to a dramatic kink in the cannula. With an exponential rise in arterial line pressure, it is likely a part pressure limit set at 300/325 would have been achieved rapidly. If the part intervention were activated (as assumed), cardiohelp would have decreased the rpms (shown as a medium priority alarm) so that set intervention limit was not exceed. With a decrease in rpms, a decrease in flow would have followed. If the line pressure were high enough, itis possible that low flow alarm (shown as a high priority alarm) also would have beentriggered. If the user attempted to increase the rpms, cardiohelp would have respondedby maintaining rpms in an effort to preserve the part pressure below/at the intervention limit despite the rpms set by the user. Last, the medical staff cannot recall pressing the 0 lpm button on cardiohelp to de-activate zero-flow mode. Placing the cardiohelp in global override would have overridden both the part interventionas well as the low flow alarm. As cited in the cardiohelp instructions for use (IFU), global override deactivates acoustic alarms, interventions, and backflow prevention. Upon inspection of the cardiohelp system by both a getinge clinical representative aswell as hospital representative, the cardiohelp system appeared to be fully functional,performing as expected. In balance, the unit was not inspected by getinge service basedon prerogative from hospital representation.while dislodgment of the arterial cannula is uncommon, a high line pressure (secondaryto cannula kinkage) may have contributed to the observed decannulation. Further, the expiration of the patient appears to be unrelated to the performance or functionality of the cardiohelp system. Notwithstanding a high line pressure likely stimulated by a bend/kink in the arterial cannula, the performance setting of the impella may have contributed to a portion of the afterload detected by cardiohelp during the event. In conclusion, barring more information from the customer, it is challenging to assign anassociation of patient outcome to either the cardiohelp system or the disposable associated with the cardiohelp system (hls advanced). " a getinge service technician will investigate the affected cardiohelp. A follow-up medwatch will be submitted when additional information becomes available.

Event description:
Complaint ID# (B)(4).